Event description:
The theatre nurse provided info regarding the recent report of cerebrospinal fluid (csf) leaking accudrain - it leaked csf from the first smart site port immediately on set up in the theatre - no needle had been used on the port. The product was discarded by the doctor so it is not available for return and investigation. Two health care professionals tested a product with same lot number for a 48 hr period and were happy there was no leaking and usage of the same lot number has continued in the hospital without any further problems. There was no report of injury to the pt.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.